Event description:
After the percutaneous endoscopic gastrostomy (peg) tube was placed in patient, device came apart, causing it to be separated inside and outside patient's body. Surgeon still had device in hand and was able to put back together without changing device.